Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a vertical form at 10 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the distal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a vertical form at 10 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.